Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding/avm's is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. The medical team reported this event to by possibly related to the device and patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding and avm's are known inherent risks associated with use of the device. Clinical factors that may have contributed to the reported event include the non-pulsatile pump, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was transferred from a local hospital after complaining of with shortness of breath, nausea/vomiting, and left-sided chest pain. He denied dyspnea on exertion, changes in weight, or light headedness or dizziness. There were no reports of alarms or issues with the driveline cable. Gi was consulted and the patient was diagnosed with gi bleed related to duodenal and cecal arteriovenous malformations presenting with symptomatic anemia. Warfarin was held, protonix was started, and the patient was transfused one unit of packed red blood cells (prbc's) on (B)(6) 2016. On (B)(6) 2016 upper gastrointestinal (gi) endoscopy results revealed recurrent bleeding from the second part of the duodenum. Clips were placed at the site with cessation of bleeding. The patient was transfused an additional 2 units prbc's, 2 units of fresh frozen plasma (ffp's) during his hospital stay. He was discharged on (B)(6) 2016 with resolution of symptoms.